Event description:
One touch profile meter was giving him the not ok message. There is no allegation of harm or serious injury. The pt reported that he was trying to test and rec'd a 56 control reading. He retested and the meter display read not ok. During troubleshooting, it was verified that this was not a new product. It was also verified that the strip was not removed during testing and that the message appeared during a test. The pt was walked through cleaning the meter, focusing on the optic area. However, the issue was not resolved. The pt's proper testing procedure was reviewed and verified that there was no movement of the meter or strip during testing. A retest was performed, but the issue persisted. Based on the info provided, there is no indication that the product has malfunctioned and that it meets the criteria for a medical device reportable. However, there is no info to suggest that the pt experienced injury due to the product. Therefore, this case is rpeorted as a meter malfunction since the issue was not resolved. A replacement meter was sent to the pt.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for eval, but has not yet rec'd it.